Event description:
In 2009, the lay-user/patient contacted lifescan alleging that the onetouch ultra meter is reverting into the setup mode. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The reported issue began one week prior to the pt contacted lfs. It is unknown if the pt was able to test her blood glucose during the week in question. The pt reportedly developed symptoms of "dizziness and shakiness" approximately a week after the onset of the reported issue. The pt did not take any action in regards to diabetes treatment and did not receive any medical intervention as a result of the "reverting into the setup mode" issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that there was no meter trauma, the reported issue did not occur immediately after removing/replacing the battery, and the issue was resolved with training. This complaint is being reported because the pt claimed that she had symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.